Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Study test subject reported upon removal the string was missing from a tampon. No further details on product use or outcome were provided.